Manufacturer narrative:
Device used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Device is expected to be returned to synthes manufacturer for evaluation /investigation, but has yet to be received. (B)(6). Device history records review was conducted. DHR review for part #03.632.072, lot 6755412, release to warehouse date: 30-dec-2011, expiration date: na, supplier: (B)(4). No ncrs were generated during production; review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that the device hexagonal head has broken. It happened during surgery , no delay to surgery time. No patient harm was reported. This complaint involves one part. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
A product development investigation was performed. One t25 stardrive shaft f/matrix long (part number: 03.632.072, lot number: 6755412, mfg. Date: 30dec2011) was received with the following complaint description: ¿the device hexagonal head has broken. It happened during surgery, no delay to surgery time. No patient harm was reported¿. The complaint condition is confirmed. The returned driver was examined and the complaint condition was able to be confirmed as the driver was found to be worn with distal lobes being shipped in several locations. A visual inspection, complaint history review, drawing review, and risk assessment review were performed as part of this investigation. The design, materials and finishing processes were found to be appropriate for the intended use of these devices. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. A device history review (DHR) was performed for the returned instrument and no mrrs, ncrs or complaint-related issues were identified with the lots numbers which may have contributed to the complaint condition. No definitive root cause was able to be determined; the failure mode is consistent with incorrect technique/application of excessive force. The returned part was determined to be suitable for its intended use when employed and maintained as recommended. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The subject device has been received by the manufacturer and is undergoing investigation. The results of the investigation are pending completion and will be submitted in a supplemental report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.